Event description:
Boston scientific corporation became aware of an event through the article ¿cystolith formation complicating single-incision sling¿ written by dr. Kathleen chin, et al. This report (3005099803-2014-03146) pertains to the first event mentioned in this article. Three months after placement of solyx device, a (B)(6) patient developed urethral and vaginal mesh erosion and urethrovaginal fistula which required subsequent removal and repair. Boston scientific has been unable obtain additional information regarding the circumstances surrounding these events to date. There were multiple patient complications and product manufacturers reported in this study, with the limited information available, bsc is unable to conclude specific patient information and device involvement. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.